Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing bradycardia or premature ventricular contractions (pvc) and the implantable pulse generator (ipg) is not picking up on it/them. The device remains in use. No further patient complications have been reported as a result of this event.